Event description:
Additional information: litigation papers allege following her right hip revision, the patient experienced progressively worsening pain in her left hip and underwent additional testing and treatment and was found to have highly elevated metal levels and an MRI revealing a pseudotumor. Thereafter, the patient underwent revision surgery on her left asr hip during which her surgeon encountered a pseudotumor and fluid consistent with a pseudotumor and a loose acetabular device. The patients left hip revision caused her to suffer foot drop on that side.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to elevated metal levels and a pseudotumor.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.